Event description:
The explanted generator was received for analysis, but analysis has not been completed on the returned product to date. Information was received that the health care professional was unsure whether the vns was related to the increased seizures and indicated it "may not be.". The patient's seizure rate was not worse than pre-vns baseline. Other factors that may have contributed to the seizrues were weight gain and change in hormonal status. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications with no anomalies were identified. No further relevant information has been received to date.

Event description:
Clinic notes reported that the patient had several days where she had seizures. The patient's mother felt that the reason she was having the seizures was due to the vns battery status being at 11-25%. It should be noted that the patient's vns provides the intended therapy until it reaches end of service - yes battery status condition. The patient's generator was replaced prophylactically. The explanted product has not been received to date. No further relevant information has been received to date.